Event description:
Customer reportedly received a result in the 300 mg/dl range and a result of 160 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device will not be returned.